Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of myocardial infarction and thrombosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the used of the device. Based on the information reviewed, there is no indication of a product deficiency. Article attached: incidences, predictors, and clinical outcomes of acute and late stent malapposition detected by optical coherence tomography after drug-eluting stent implantation.

Event description:
The following events were noted through a periodic article review. It was reported through a research article identifying an abbott xience v everolimus eluting coronary stent system that may be related to a clinical event of nonfatal myocardial infarction, thrombosis, revascularization, malapposed stent strut. Specific patient information is documented as unknown. Details are listed in the attached article, titled: incidences, predictors, and clinical outcomes of acute and late stent malapposition detected by optical coherence tomography after drug-eluting stent implantation. No additional information was provided.